Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) product type lead . Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins) for unknown indications for use. Mdt rep called intra-op during occipital 977a2-75 lead implant and reports seeing do not use (red x's) over contacts 6, 7, and 15, as well as avoid (yellow) over contact 5.  Rep reports that she first saw the impedance issue after the leads had been anchored and plugged into an ins. Mdt rep reports she removed the leads from the ins and plugged them into a wens and got the same impedance issue. Mdt rep reports local anesthetic was use in the area of lead placement. Technical services (tss) reviewed impedance information. No symptoms were reported. Additional information received from the rep indicated that the cause of the high impedances was determined to be due to the injex anchor covering the affected contacts. The rep stated that the leads were removed and replaced, and re-anchored. They noted that all impedance readings were normal after that. The patient weight was approximately 140 lbs at the time of the event. The patient's therapy has not been initiated yet.

Event description:
Additional information was received from the rep with the patient information. The device has been discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.